Event description:
A power on reset message was seen. The device was new and not near end of service. No pt symptoms or other device troubleshooting was reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
Power on reset, cause unk.